Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H2: additional information on: b5, e1, e2, e3, g2 & h6 (impact code).

Event description:
It was reported that during a meniscus repair, the novostitch pro men the needle tip broke off while attempting to pass the suture, the broken pieces were removed using arthroscopic instruments. The procedure was completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not received for evaluation. However, another device was received. A visual inspection of the returned device found that they are sealed in their original unopened packaging. A functional assessment of the devices found that the tested devices actuated, repeatedly, as designed with no breakage of the needles. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H11: internal complaint reference: case-(B)(4). H2: corrected data on d3 & g section (contact office - manufacturing site) this report was inadvertently submitted under manufacturer report number: 3009131204, correct manufacturer report number is 1219602.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during a procedure, the novostitch pro men broke on the cart side. The procedure was completed without surgical delay using a back-up device. No further complications were reported.